Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -7.00/1.0/084 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was exchanged with a shorter length lens due to pupil block with elevated iop (75mmhg,assessed on (B)(6) 2021), significant reduction of irido-corneal angles, and excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as device, not accurate measurement.